Event description:
The user alleges that during a code situation they went to use one of co's resuscitators. They observed that an oxygen line was plugged into the wall and then attempted to resuscitate the pt. They were unable to successfully resuscitate the pt. After the procedure was completed it was discovered that the 02 line, of the resuscitator, was not plugged in. The 02 line that was plugged into the wall was for another device.